Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing. A technical support specialist troubleshot the device and identified that cerner had delayed sending messages to carefusion coordination engine (cce). The tss confirmed es system worked normally after messages were resumed, and system worked as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, had internal it issue where all messages from cerner were not crossing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.